Event description:
It was reported that a customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as the pump was not in use during the event. Technical support instructed the customer to attempt several troubleshooting steps, but the pump did not respond. As a result, technical support arranged for a replacement pump, and the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.